Manufacturer narrative:
Type 2 diabetic n v-go 40 for >2 years reported multiple co morbidities and hospitalizations not apparently directly related to v-go use while on v-go therapy. The patient reported 2 toe amputations since (B)(6) 2017. Prior to the amputation the patient was hospitalized for 2 weeks due to poor circulation and toe infection. Prior to hospitalization the patient had multiple outpatient visits for wound care from (B)(6) 2017. The patient reported hospitalizations in both (B)(6) 2017 due to "fluid in lungs". The patient was treated in a hyperbaric chamber. The patient also had surgical procedures on his left kidney. The patient did not wear the v-go during the hospitalizations and treatments. The patient reports that he has also been diagnosed with adhd. The patient is prescribed ritalin, twice per day, in mornings for 20mg and then at 2pm 10mg. The patient is prescribed trulicity once per week. The patients weight was (B)(6) in (B)(6) 2017, and now is (B)(6) which he attributes to inactivity. Device was not returned for investigation.

Event description:
Type 2 diabetic n v-go 40 for >2 years reported multiple co morbidities and hospitalizations not apparently directly related to v-go use while on v-go therapy. The patient reported 2 toe amputations since (B)(6) 2017. Prior to the amputation the patient was hospitalized for 2 weeks due to poor circulation and toe infection. Prior to hospitalization the patient had multiple outpatient visits for wound care from (B)(6) 2017. The patient reported hospitalizations in both (B)(6) 2017 due to "fluid in lungs". The patient was treated in a hyperbaric chamber. The patient also had surgical procedures on his left kidney. The patient did not wear the v-go during the hospitalizations and treatments. The patient reports that he has also been diagnosed with adhd. The patient is prescribed ritalin, twice per day, in mornings for 20mg and then at 2pm 10mg. The patient is prescribed trulicity once per week. The patients weight was (B)(6) in (B)(6) 2017, and now is (B)(6) which he attributes to inactivity. No device was returned for investigation.

Manufacturer narrative:
Block e1- initial reporter corrected. Block e2- health professional - not checked. Block e3- non healthcare professional. Block g7- follow up #1. Block h2- correction checked.